Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins was turning off by itself. The patient stated they went through a metal detector. The patient stated they had a follow up appointment about 2-3 weeks afterwards with a healthcare professional (hcp), who stated the ins was currently off, which the patient stated was unexpected. It was noted that security gates/theft detectors were sources of recent emi environmental exposure. The patient stated some days are good and some are back. The patient reported leaking, still being wet after wiping, and feeling like area came out the front end but was not wet. The patient reported that overall it is much better than 50% improvement. The patient stated they have had more migraines since implant and have felt like a nerve shot from their toe to brain and noted 5 little holes were above their butt at l4/l5. It was recommended the patient discuss further with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.